Manufacturer narrative:
Medwatch #3007284313-2017-00276 was sent in error. It has been determined that the report has been found to be a duplicate of 3007284313-2017-00279 and therefore the medwatch will be retracted.

Manufacturer narrative:
(B)(4). The gore® dryseal flex sheath instructions for use (IFU) states the following: if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The outer diameter of the used sheath was 8.8 mm and a vessel size of minium 8.8 mm would have been appropriate, however this information was not provided to gore.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with a penetrating aortic ulcer (pau) within the descending thoracic aorta that was treated with two gore® tag® conformable thoracic stent graft with active control system during an emergency case. It was stated that the pre-implant CT that was received from a different hospital did not show the iliac and femoral arteries. Therefore a doppler ultrasound scan was performed and it seemed that the accesses vessels were appropriate for a 24 fr sheath. A 24 fr gore® dryseal sheath was inserted from the right side after the right femoral artery cut-down. Due to a not adequate femoral artery diameter, it was also not possible to advance the sheath to the intended position after several attempts. Due to this, it was realized that femoral artery was damaged and the physician repaired it promptly with the implantation of two gore® viabahn® endoprostheses. The implant was concluded by using a new 24fr gore® dryseal sheath that was advanced through both gore® viabahn® endoprostheses. Two gore® tag® conformable thoracic stent graft were implanted successfully. The patient was in good general condition at the end of the procedure.